Manufacturer narrative:
Corrected data: d8, e2, e3, h6 (health effect- impact code 2199 removed and 2645 added, removed medical device problem code 1170 and added 4048). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is presumed that humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or by the lg-lens glue peeling off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.